Event description:
The customer reported that she was hospitalized for low blood glucose levels while wearing the sensor. During the hospitalization, the customer's transmitter was ripped off and thrown away. Advised that a replacement would be sent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2010-82920.